Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, the technical support specialist (tss) identified a server issue where all databases were in a recovery pending state after a reboot. Sql logs showed severe I/o and encryption key errors (error 824), indicating potential database corruption. Further review revealed missing oltp data files and sql/event viewer errors related to missing or corrupted sql log and report files, which prevented database recovery.the tss reviewed recent windows updates and identified kb5084821, which had installed sql server 2016/2012 browser, sql server, and vss writer components on april 15. After uninstalling these components and rebooting the server, all databases came back online successfully.in consultation with a product support engineer (pse), the tss informed the customer that the installed knowledge base (kb) was external and not bd-approved. It was explained that unapproved kbs could not be verified or supported by bd and might cause the issue to recur. The customer was advised to avoid installing or updating any kbs that were not officially approved and released by bd. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in disconnected mode. There were no adverse events or injuries reported based on this event.